Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events with the benchmark include vessel spasm, thrombosis, dissection, or perforation are included in the labeling. Therefore, it was determined that the reported vasospasm was an anticipated complication. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using a benchmark 6f 071 delivery catheter (benchmark), penumbra smart coils (smart coils), and a non-penumbra microcatheter. During the procedure, after the benchmark was placed in the target vessel, the physician visualized a mild spasm in the right internal carotid artery (ica) on the angiogram imaging. Therefore, 5 mg of verapamil was infused through the benchmark into the right ica and the vasospasm resolved on the same day. Subsequently, four smart coils were implanted into the target vessel. It was also reported that there were no complications or device deficiencies during the procedure. The vasospasm was determined to be a non-serious adverse event with a possible relationship to the benchmark, no relationship to the smart coils, and definite relationship to the procedure. The patient was discharged home in stable condition.